Event description:
The customer reported to olympus "insufflation was inadequate". Upon inspection and testing of the customer returned device, the channel was clogged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation revealed: clogging of air/water-tube due to possible foreign material likely a result of incorrect reprocessing, air/water-cylinder has discoloration, switch box has discoloration, grip has a scratch, s-connector has a scratch, insulation resistance value does not meet the standard value due to bending section cover damage, no air at air/water-tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The suspect device has been returned to olympus for evaluation. The olympus service center found no evidence of a clogged channel. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.